Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported that last night they had a charging session but was unable to get past 20%. They stated they found therapy was turned off because of low battery and turned on. They stated they felt "a terrific shock" and is still currently feeling pain while sitting standing and walking. They stated they turned therapy off and it helped a little but still felt uncomfortable stimulation described as a "pulling in vagina, or tightness". Agent walked them through charging ins and found therapy was turned on. Agent walked them through connecting to ins and decreased stimulation. They confirmed feeling comfortable stimulation. Agent walked them through charging again and will leave until ins is fully charged. The patient will follow-up with hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.